Event description:
Event description cpi received information tht this implantable cardioverter defibrillator (ICD) system may experiencing oversensing and attributed to an inappropriate shock. An invasive procedure was performed and the physician identified an insulation breach with the ventricular (0125-222444) and atrial (4271-207424) leads. The device remains implanted.